Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #y7014j. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws closed with a formed clip in the jaws. There was no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated. The device was disassembled to evaluate the condition of the internal components: the silicone in the handle was missing and the trigger was found bent, not allowing the internal components to move appropriately and feed clips into the jaws of the device. Fourteen (14) clips were found remaining inside the clip track. A CT scan performed prior to physical analysis showed the jaws in the closed position with two clips in the staging area. The trigger was noted to be bent. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were causing increased friction of the feeder plate and former plate, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch y7014j, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 950c70, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: is the current patient status known? Yes, patient surgery continued normally with no harm on the patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, nothing.

Event description:
It was reported that during an unknown procedure an er320 piece was opened in the surgery, surgeon tried to apply a clip the clip applier jammed.